Event description:
Patient in cath lab undergoing selective peripheral angiography and selective iliac pta. Approximately one hour into the procedure, wire broke at proximal end as wire to the right sfa was being removed. Three days later, patient underwent procedure for right aortobifemoral bypass limb foreign body. The wire was easily removed, came out in its entirety and there was no resistance met. The wire showed no evidence for obvious trauma, no kinking, coiling.